Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported by the user facility that a patient underwent an unspecified procedure using a ngage nitinol stone extractor. The attending physician indicated three baskets were used and failed. A stone was removed, then the extractor would no longer open/close. According to the initial reporter, the patient did not experience any adverse effects or additional procedures due to this occurrence. No further information was provided.

Manufacturer narrative:
Investigation - evaluation: a review of documentation, manufacturing instructions, specification and quality control data was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident a device history record review could not be performed as the complaint lot number was not provided. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.